Event description:
It was reported that during a da vinci-assisted surgical procedure that arm 3 faulted. The fault took place the previous night. The intuitive tech support engineer (tse) asked whether the site had reseated the sterile adapter and instrument, which they did. The tse advised the staff to call in as soon as the issue occurs again so that proper troubleshooting can be performed and the root cause can be identified more accurately. The procedure had been completed, with no reports of patient injury. At this time it is unknown whether usm 3 was able to be used to complete the procedure.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
An universal surgical manipulator (usm) was analyzed. In logs, the 31086 error was found, indicating a failure to communicate with the rfid device, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a patient side cart fixture test platform (pftp) and passed all relevant testing within specification. The unit was then installed onto an in-house system and the component functioned as expected. In logs, the 25745 error was found, indicating the port clutch button on usm3 is unstable or noisy. The unit was installed onto a pftp and passed all relevant testing within specification. The unit was then installed onto an in-house system where the set up joint (suj) port clutch button failed to operate, and the 25745 error was triggered. The complaint was confirmed based on failure analysis. While a definitive root cause cannot be established, the probable root cause was attributed to the axes controller, carriage rfid the usm.

Event description:
Refer to h11 for follow-up information.